Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer stated that he called the paramedics for the low blood glucose. Customer stated that low blood glucose was brought on by some bad adjustment in basal settings. Customer declined to troubleshoot and was offered to speak with helpline and he declined.